Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi set bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hemodialysis (hd) clinic reported that a combi set blood leak occurred during a patient¿s hd treatment. Blood was seen dripping on the arterial side of the bloodline, at the t-connection just below the heparin line. Additional information was obtained through follow up with the clinic¿s facility administrator (fa). The fa stated there were no machine alarms during the treatment. The heparin line reportedly separated, or ¿popped out¿ of the red plastic t-connection on the combi set. There were no leaks noted during the priming, and no irregularities were identified on the combi set. The patient¿s estimated blood loss (ebl) was reported to be 100 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment because they did not want to be put back on. The combi set was not available to be returned for evaluation as the device was reportedly discarded. In addition, the lot number for the product was unknown.